Event description:
It was reported by the patient that the physician had told them that their device will have to be replaced due to the battery and the patient indicated the device had only been implanted for four years. The device remains in use until the replacement is performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.